Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported he had blisters and yellow discharge (pus) at the sensor insertion site on the left-side of his abdomen. He was evaluated by a nurse practitioner at an urgent care center and was provided antibiotic cream but no oral antibiotics. He stated that the blisters and draining are resolving. The patient is scheduled for a follow up appointment with his physician on (B)(6) 2019. It was indicated that the patient was on dialysis during use of the device, which is off-label usage of the device. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.